Manufacturer narrative:
Concomitant product(s): the therapy date for the following device is unknown: model: 3716; scs ipg. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient experienced ineffective stimulation. In addition, the patient sensed intermittent stimulation after having had some falls. Diagnostics indicated no anomalies. Surgical intervention is planned to address the issue. Lead(s) information is unknown at this time.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-01536. Additional information received identified the patient underwent surgical intervention on (B)(6) 2018 wherein the lead was determined to be normal. However the ipg was unable to provide stimulation. As a result the ipg was explanted and replaced which resolved the issue. Effective stimulation was restored postoperatively. Ipg is added as device 2. Implant date 2011 (exact implant date unknown).